Event description:
On (B)(6) 2010, the pt was implanted with five gore excluder aaa endoprostheses. On an unk date, a distal type I endoleak was detected in an iliac artery. The endoleak was reported to be contributing to aneurysmal growth. The amount of growth is unk. The physician suspects accessory vessels may have caused aneurysm growth, leading to the distal endoleak. On (B)(6) 2012, the endoleak was resolved by coiling the hypogastric, then implanting a gore contralateral leg component extending past the hypogastric artery. The pt tolerated the procedure.

Manufacturer narrative:
Other excluder components included in this report: pxc14100/7721085; pxc201000/7825180; pxl161407/7490631. A review of the mfg records for the device verified that the lot met all preleased specs.